Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, measurements showed failure to capture due to low r-wave sensing and high thresholds. Positioning was changed several times and the physician suspected a connection failure with the analyzer as well as lead failure. The lead was removed and a new lead was placed in the septum and the situation did not improve. Once the lead was screwed there was no anomaly in the data. After placing the second lead the physician suspected the first lead's issues may also be highly related to the myocardium condition at the septum. No patient complications have been reported as a result of this event.